Manufacturer narrative:
Batch review performed on 06 july 2017. Lot 120582: (B)(4) items manufactured and released on 08 june 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The surgeon determined that the cup was malpositioned. Primary x-rays are not available. The surgeon revised the cup, liner and head. The surgery was completed successfully. X-rays and explants are not available.